Event description:
A non-healthcare professional reported that ocutome¿s cutting function was not operating; only vacuum function was working at unknown timing of vitrectomy surgery. The surgery completion details were unknown. There was no information about patient impact. Additional information was requested and non-received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).